Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(4) batch/lot number: 2000022000 model/catalog description: linear st lead kit 50 cm. The explanted device was not returned to bsn.

Event description:
A report was received that the patients lead had migrated. It was mentioned that stimulation had changed since then. The patient underwent a revision procedure wherein the lead was repositioned. No device malfunction was suspected. The patient was doing well postoperatively.